Event description:
The customer reported that the insulin pump alarmed during the manual prime process. The caller stated while he was delivering a bolus his device alarmed motor error. The caller cleared the alarm and attempted to change the infusion set, but the insulin pump alarmed. Advised the customer revert to back up plan. The customer's blood glucose reading was 176mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk, and the device alarmed during the basic occlusion test as a result of a loose drive support disk. However, the insulin pump passed the motor test. The device had a scratched window display.